Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating the patient's lead was explanted on (B)(6), 2013 due to a lead discontinuity. Follow up found that the generator replacement was performed due to high impedance on the device during a control. The device was switched off before a MRI on (B)(6), 2013. X-rays were not taken. It is unknown if any patient manipulation or trauma caused or contributed to the event. After the connection of the new generator, high impedance was intraoperatively confirmed. The full revision therefore occurred because of this high impedance. Review of manufacturing records confirmed that the m102 (B)(4) and the lead m302-20 (B)(4) passed all functional tests prior to distribution. No other information has been provided.